Event description:
It was reported that during incoming inspection, "pump noted to be plugged in with green indicator illuminated. Amber battery not il luminated. Attempted to power iabp on. Pump issued continuous beep and did not power on. Breaker was noted in the 'on' position. Iabp charged for approximately 20min with same result. Breaker turned off and iabp powers on as normal, issuing a 'battery inoperative' alert. Pump was powered off and allowed to charge for an hour. Breaker flipped to 'on'. Pump powered on, and died within 10-15 seconds of being unplugged. No battery life issuances noted during that 10-15s". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "decreased battery life" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, "pump noted to be plugged in with green indicator illuminated. Amber battery not il luminated. Attempted to power iabp on. Pump issued continuous beep and did not power on. Breaker was noted in the 'on' position. Iabp charged for approximately 20min with same result. Breaker turned off and iabp powers on as normal, issuing a 'battery inoperative' alert. Pump was powered off and allowed to charge for an hour. Breaker flipped to 'on'. Pump powered on, and died within 10-15 seconds of being unplugged. No battery life issuances noted during that 10-15s". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, "pump noted to be plugged in with green indicator illuminated. Amber battery not il luminated. Attempted to power iabp on. Pump issued continuous beep and did not power on. Breaker was noted in the 'on' position. Iabp charged for approximately 20min with same result. Breaker turned off and iabp powers on as normal, issuing a 'battery inoperative' alert. Pump was powered off and allowed to charge for an hour. Breaker flipped to 'on'. Pump powered on, and died within 10-15 seconds of being unplugged. No battery life issuances noted during that 10-15s". No patient involvement.